Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. A systems check was performed with tandem technical support and no issues were identified. However, the customer reported using cold insulin and using cartridges longer than the recommended period. Tandem technical support informed customer that cold insulin and using the cartridge too long is off label per the tandem user guide. The customer changed pump supplies to address issue. There was no reported adverse impact to the customer¿s blood glucose level.